Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR reference # (B)(4).

Event description:
It was reported that following a right eye cataract plus trabecular micro bypass stent system procedure, the patient presented on postop day two (2) with significant hyphema associated with poor visual acuity. The patient's eye was flushed and the two (2) stents remain implanted. Additional information has been requested.